Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received low battery alarm when battery indicator does not show less than 2 bars. The customer's blood glucose was unknown at the time of incident. The customer mentioned battery out limit alarm and failed battery test alarm. The customer was advised to change the battery. The customer was advised to be sent a replacement battery cap. The customer declined to troubleshoot for battery out limit alarm and failed battery test alarm at the time of call. The insulin pump will not be returned for analysis.